Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, the pump exhibited multiple cassette alarms. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a seal. There was evidence of the error in the event history log. The reported problem was duplicated. Upon attaching the cassette, there was a cassette not attached properly error alarm. The investigation found that the downstream occlusion sensor was defective and not operating as intended which was believed to be the cause of the reported problem. For corrective action the downstream occlusion sensor was replaced. The root cause of reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on (B)(6) 2021 for bubbled downstream occlusion sensor seal. The downstream occlusion seal replacement can result in issue with the downstream occlusion sensor if improperly completed, but there is no indication of any issue with the seal installation in the evaluation., corrected data: correction: d4: model number: 2120.

Manufacturer narrative:
Other, other text: h4: correction: device manufacturing date: 09-may-2020.